Event description:
The customer reported via phone call that they had a no delivery alarm while attempting to prime an infusion set. The customer's blood glucose was unknown. Troubleshooting was not completed as the customer was disconnected from the call. The customer could not be reached to complete troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.